Manufacturer narrative:
The meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer (patient's husband).

Event description:
There was an allegation of questionable results from the coaguchek inrange meter. The patient allegedly had a pulmonary embolism and was hospitalized. Allegedly, the doctor thought the embolism may have been showing signs for three weeks, which the patient had not noticed or paid attention to. No inr results from this time period were provided. The patient's husband alleged the embolism occurred due to incorrectly adjusted medication over the past "few weeks." No specific information was provided. The patient allegedly received an imaging computed tomography (CT) of the lung but reportedly did not receive additional therapies such as vitamin k, fresh frozen plasma (ffp), or factors. Additional information regarding the patient's indication for anticoagulation, lifestyle changes, liver functions, other meter results, medications, or if a transesophageal echocardiogram (tee) was performed was requested but could not be provided. On (B)(6) 2024 at 3 pm, the result from a laboratory using an unknown thromboplastin reagent was reported to be 2.8 inr. At 5 pm, the result from the meter was reported to be 3.7 inr. The patient's therapeutic range was reportedly 2.5-3.0 inr. The patient reportedly tests daily and medication adjustments are allegedly made. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
On (B)(6) 2024, the patient's husband provided information that the patient had died. According to the husband of the patient, the device was not related to the death. No further information was received regarding the events, cause of death, or date of the death. A medical review of the events determined there was no information to reasonably suggest that the coaguchek device caused or contributed to the patient's death. The reporter's test strips and the meter serial number (B)(6) were received for investigation and tested using retention quality control materials. Testing results (qc range = 2.4 - 3.6 inr): results: 3.0 inr and 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The test strip retention material and the returned customer materials comply with the specifications. Medwatch fields d4 lot no and section d9 were updated.